Manufacturer narrative:
Complaint number: (B)(4). The device was not returned for evaluation, however, the device history record, (B)(4) devices were made and (B)(4) devices were released on 8 jul 2016. The expiration date for the devices is 1 may 2016. Five devices failed in process inspections for clip opening/locking. These devices were reworked and (B)(4) devices passed rework inspection. One was scrapped for lal testing. There were no ncrs and rework routers. There were no nonconformities among released devices that would have contributed to the complaint. Device discarded by facility.

Event description:
Prior to inserting the clip into the patient it was discovered it would not close. No patient issue was encountered. Another pro device was used to complete the case.